Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the explant is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for two (2) years and two (2) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
UDI #: (B)(4). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors.

Event description:
It was learned that this bioprosthetic aortic valve, implanted for two (2) years and two (2) months, was explanted due to prosthetic aortic valve endocarditis. Per medical records, this patient presented to the ER with a 1-week history of fevers. Multiple blood cultures were positive for (B)(6). He has a history of avr for a bicuspid aortic valve in the setting of endocarditis complicated by a right hemispheric stroke. At that time, his blood cultures were positive for an unusual organism, rothia mucilaginosa. Despite the previous stroke, he recovered complete neurologic function and had done well until approximately his episode the past week. Of note, he has undergone several dental extractions approximately two (2) months prior without receiving prophylactic antibiotics. The patient was also noted to have a history for substance abuse. Tee demonstrated a very large vegetation involving the biorprosthetic valve. An MRI scan of the brain demonstrated multiple small emboli consistent with septic emboli. The patient underwent urgent avr to prevent further emboli and sequelae of a large vegetation. The patient had chb; therefore, right atrial and right ventricular pacing wires were placed on the heart. The patient was weaned from cardiopulmonary bypass and tee demonstrated good right and left ventricular function. The aortic valve was functioning well with a peak gradient of 29mmhg in the setting of cardiac output of 7.6 liters per minute. The patient was taken to the ctu in stable condition. On pod #6, a ppm was placed for the patient's chb. Echo showed an ef of 55% with trace mr and tr. The aortic valve was well seated with a mean gradient of 11mmhg. He was discharged on pod #10.